Event description:
It was reported that during the procedure, the balloon (subject device) did not inflate inside the patients body. Upon retrieval it was observed the balloon was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use and was prepared as per the dfu. Continuous flush was set up and maintained throughout the clinical procedure and there was no leakage noted during preparation. It was reported that 'an attempt was made to inflate the balloon inside the patient¿s body but could not be seen the inflation by fluoroscopy. When the device was retrieved out from the body and visually examined, the balloon had been broken. The balloon was inflated without any problem during preparation'. Note: the dfu instructs the user to attach a syringe to the inflation port during the preparation stage to fully aspirate the balloon catheter system. It does not instruct to inflate the balloon during preparation. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, an assignable cause of undeterminable was assigned to the as reported events of balloon failed to inflate and balloon catheter broken/fractured during use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the balloon (subject device) did not inflate inside the patients body. Upon retrieval it was observed the balloon was broken. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.